Manufacturer narrative:
Calibrated the gases module to fix the reported issue. (B)(4).

Event description:
The hospital reported a co2 re-inhalation issue during patient use. There was no reported patient injury.